Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the high voltage lead impedance trends had been gradually rising and the last measurement was greater than the upper limit. The lead was being monitored. The patient was stable.